Event description:
Intrauterine insemination (iui) (inter module connectors) connectors overheated generating enough heat to burn the contacts and melt the connector body generating smoke. ====================== manufacturer response for IV pump module, alaris (per site reporter).====================== manufacturer provided inspection and cleaning instructions.====================== manufacturer response for IV pump module, alaris (per site reporter).====================== manufacturer provided cleaning and inspection instructions.